Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that several bd precisionglide¿ needle 20 g x 1 1/2 in, the needle length was not accurate. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: ten photos were attached. Six of the photos were of packaging materials, and packaged needles. The remaining four photos show one needle with angularity therefore failure mode is verified. The specification for cannula angularity is 2 ½ degrees off the centerline of the hub. The root cause could be the hub ID is defective, or the cannula may be bowed. Root cause cannot be determined based on the photos provided. This appears to be an isolated incident. No corrective action will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported before use that several bd precisionglide¿ needle 20 g x 1 1/2 in, the needle length was not accurate. There was no report of injury or medical intervention.